Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the viewing station server did not pass bench test and was unable to boot with error message "reboot and select proper boot device or insert boot media in selected boot device and press a key" at start up. Operating system was corrupted. Analysis found that the reported event was related to a operating system issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile viewing station computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system booted to a blue screen and gave an error message. The system was in stand-alone mode. They tried rebooting the mobile viewing station and it went to a black screen and error message. The site was unable to leave that screen. The site then tried to reboot the imaging system and mobile viewing station with the interface disconnected, with no resolution. There was no patient present when this issue was identified.